Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl and over. Customer¿s other relevant blood glucose level was 123 mg/dl and 268 mg/dl. Customer stated that the bolus was off. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual shots and blood glucose level came down to 132 mg/dl. Customer did not allege that insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer retried to bolus, they pushed the buttons down and it would not work. Customer stated that the number came down and they could verified that insulin was coming out even after they declined. Customer did see drops came out. The insulin pump will not be returned for analysis.